Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were received emergency medical services for high blood glucose on (B)(6) 2020. Blood glucose reading was 545 mg/dl. Troubleshooting for the customer¿s high blood glucose was performed. Auto mode feature was not active at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not alleged that insulin pump was under delivering insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).